Manufacturer narrative:
Other, other text: b5: additional information received on 14-nov-2022 via email and attached to complaint object: no specific details were provided regarding the incorrect volume. The date of the event was 18-oct-2022. The reported event did not occur during patient use/no patient incident reported. The event did nor result in patient harm and no medical intervention was required. H6: event problem and evaluation codes: updates not required. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal on the bottom case was broken or removed upon receipt. The right plunger case was cracked. No error code related to the syringe was found in the event history log (ehl), but maintenance recommended error appeared. Upon the power up, a system advisory maintenance recommended alarm was found. A syringe test was performed with all different sizes and types and no problem was found. The root cause of the reported issue cannot be determined as no fault was found. Repair was not needed due to no problem was found; all the syringes are working as intended on the device. Preventive maintenance and all functional testing were performed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service the syringe was not working properly and a system error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.